Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose of 400mg/dl. Troubleshooting advised customer on sensor glucose and blood glucose as the customer indicated that their sensor glucose was 92mg/dl with blood glucose 400mg/dl. The customer treated with juice, crackers and insulin. The product was not returned for analysis. No further details given.